Manufacturer narrative:
The user facility submitted a medwatch report for this event: 2400100000-2020-8046. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to disconnect the tubing of a continu-flo administration set from a patient, the tubing end snapped in half leaving the tip inside the connector cap. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.